Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer was printing gibberish however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing gibberish. A technical support specialist (tss) accessed the station enterprise server and verified the reported printer issue. The tss confirmed the printer model, checked the print queue and found no pending documents, verified that the system was software, and confirmed the enterprise server version. Following the documented resolution steps, the tss uninstalled and reinstalled the printer driver through device manager by removing both the printer and the universal serial bus printing support, scanning for hardware changes, and allowing the system to reinstall the driver automatically. A test print was completed successfully, an update was emailed to the customer for verification, confirmation was received that printing was working correctly, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.